Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The products have not been returned for analysis.

Event description:
Using a trivantage tube during a gland removal, the surgeon was stimulating what he thought was the nerve but would not get any responses. At the end of the case, he stimulated in multiple areas and was getting false responses. The surgeon thought the nerve may have been damaged and subsequently repaired it. The biomed department determined that the stim 1 fuse was blown. This would have prevented the system from delivering stimulation to the patient and thus no emg response would be generated. The users believe that since they were not able to monitor appropriately, that this is the reason the patient's nerve was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.